Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w ver. 3.18e. The pump was received with a keypad overlay peeling off, cracked case-( battery tube ) and cracked battery tube threads. The unit p-cap / reservoir locks in place properly. The pump passed the displacement test. Unable to confirm battery cap damage due to pump received without the original battery cap.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.